Manufacturer narrative:
Marked other for infection reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a pocket infection. The rep said the patient had an ins replacement on (B)(6) 2018 along with a fusion. On (B)(6) 2018, the patient developed fever, chills, and redness at the ins site, but there was no drainage. There were no known factors that could have led to the issue and no diagnostics were performed. The patient was taken back into the or on (B)(6) 2018 for incision and drainage of the ins pocket. It was noted that the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated.